Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in non-tortuous and severely calcified iliac vein. A 8.0 x 40, 75cm mustang balloon catheter was advanced and inflated two times at 15 atmospheres (atm) and 20 atm for 1 minute respectively. However, during the third inflation at 20 atm for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).